Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of having low blood glucose of 40 mg/dl and the pump shuts down by itself. Customer indicated that the pump alarmed and suspended insulin delivery. Troubleshooting advised customer to monitor the pump and follow back up plan until the settings are adjusted as customer indicated that the settings may have been changed. No further details given.